Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
It was noticed that during surgery, the filament appeared on lenses on implantation through cartridge. They appeared like plastic and are on the rear surface of the optic in line with the direction of implantation. It could be inside the cartridge and just get pushed out. The filament was irrigated out. Additional information has been requested.